Event description:
(B)(6). The femoral component was loose and migrating as per the revision notes. According to the note the tibial component was well fixed.

Event description:
Updated information (B)(4) 2012: polyethylene wear with secondary inflammation and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided operative notes indicate during revision surgery, physicians notes no obvious polyethylene wear on previous device, femoral component possibly loose, and tibial component well-fixed around stem only. X-rays demonstrate, per physician, that she has scalloping of the anterior fiber behind the trochlea, and there are areas of osteolysis in the distal femur and proximal tibia. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.